Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: two samples were received for evaluation. One came in sealed packaging blister and one in an opened packaging blister. Visual inspection was performed. The sample in an opened packaging blister was inspected with a 10x magnifier lens. At ½¿ from the bottom of the syringe an embedded black speck was observed, no other defect was noticed. The syringe that came in sealed packaging blister has grease at the luer tip. Three photos were provided; one for each syringe sample and one of the packaging blister top web. A potential root cause can be attributed when the embedded black speck is introduced during the barrel molding process. Embedded black speck is burnt resin and can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. The grease at the luer tip is lubricant from the molding press. Based on the investigation carried out and with the samples analyzed the symptom reported by the customer is confirmed. There was a documentation for this type of defect during the production run of this batch according to the device history record. A quality notification was created. 3521 parts were rejected. Stat sampling was performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: this is the 1st complaint for lot # 9303295 for this type of defect or symptom. There was a documentation for this type of defect during the production run of this batch. A qn was created. 3521 parts were rejected. Stat sampling was performed. Based on the investigation carried out and with the samples analyzed the symptom reported by the customer is confirmed. This is the 1st complaint for this lot. This lot was produced for 0.134mm units; therefore, the cpm is 7.4; we will continue monitoring this product and lot. Root cause description: a potential root cause can be attributed when the embedded black speck is introduced during the barrel molding process. Embedded black speck is burnt resin and can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. The grease at the luer tip is lubricant from the molding press. Rationale: CAPA not required at this time. (B)(4).

Event description:
It was reported that the syringe 60ml ll tip 1ml 2 oz in 1/4 oz experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: complaint 1 of 1 material no: 309653 batch no: 9303295. This record captures issue number 1 and the issue number 2 as described below which have the same material and lot#. It was reported: an associate noticed brown discoloration at the syringe top (end closest to the syringe tip) and the intact/unopened individually wrapped sterile bd 50 ml syringe luer-lok tip has brown discoloration at the syringe tip. Verbatim: product complaint: bd 50 ml syringe luer-lok tip, ref 930653, lot 9303295 expiry 10/31/2024. The intact/unopened individually wrapped sterile bd 50 ml syringe luer-lok tip has brown discoloration at the syringe tip.